Manufacturer narrative:
Evaluation results: one parapac plus ventilator was returned for investigation in fair condition. The device failed the patient pressure cycling check; it was flashing prematurely and measured high during the peep control max setting. The customer reported product problem was therefore verified. The components were determined to be out of specification. The peep control needle valve was re-set. The cycle pressure switch was also adjusted. The old style variable restrictor was also replaced. The root cause of the problem was not determined.

Event description:
It was reported that the pneupac® parapac plus had damaged labelling. More specifically, the circuit port fell off. No patient injury or complications were reported in relation to this event.